Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma (markers of cd30+ and alk- not reported); periprosthetic fluid.

Event description:
The physician reported a patient experienced right side, "periprosthetic effusion," first noted approximately seven years after implant surgery. The patient was tested in the beginning of this year and breast implant-associated anaplastic large cell lymphoma (bia-alcl) was found in, "both periprosthetic fluid and in breast tumor." The device was explanted. The necessary diagnostic markers have not been provided; this is an unconfirmed case of alcl.